Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that stress applied to the head part by the user¿s handling was the likely cause of the no image due to failed ccd unit issue. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reference camera head was returned to the service center. The evaluation confirmed the reported poor image quality. In addition, the charge coupled device (ccd) unit was defective. The camera head was repaired back to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the high definition autoclavable camera head was observed to have bad image quality. No patient injury or harm was reported.